Event description:
It was further clarified that the lead was bent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Visual examination revealed the outer insulation intact. The distal end of the lead was bent. Functional testing revealed continuity acceptable with no shorts between circuits.

Event description:
It was reported that a lead was defective. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.